Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the heart lead flex was out of specification and the main printed circuit board (pcb) was out of specification. It was also noted that the upper case was broken and contaminated, the lower case was broken and contaminated, the battery release was contaminated, two side bail covers were broken, the ring cover was contaminated, the lead flex cover was contaminated, the atrial output connector was damaged, the battery contacts were compressed, and the keyboard pad was contaminated. Further analysis was performed on the heart lead flex. This analysis found that a diode-suppressor component failure caused the ventricular channel-related output failures. (B)(6). (B)(4).

Event description:
It was reported that the external pulse generator had intermittent capture and no pacer spikes, and that it needed calibration. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.